Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the pressure regulating balloon (prb) migrating. The patient complained that he could feel the prb under his skin. The existing prb was explanted and replaced. There were no patient complications reported.